Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump triggered a no delivery alarm. The customer¿s blood glucose level at the time of the incident was 346 mg/dl. The customer displayed symptoms of thirst. The customer treated their blood glucose levels with syringes. The customer mention that their drive support cap was uneven. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and no loose drive support cap anomaly noted. (B)(4).